Event description:
A report was rec'd that the pt is experiencing discomfort at the pocket site. The physician relocated the pocket site and replaced the ipg due to charging difficulty.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.